Event description:
Product: ortho summit processor (osp) with user software 2.1.3 test: hepatitis a core antigen -recombinant- ortho hbc eia test system issue: the instrument failed to incubate a hepatitis b core test at the proper temperature. The osp software failed to detect the error and failed to flag the plate as valid. The software allwoed invalid test results to plate as valid. The software allowed invalid test results to be reported. Specific failure: plate cd000912chk441 hbcore (plate reading log) reported the starting temperature for the first incubation as 34.9 degrees c. The MFR's package insert requires a temperature of 37 degrees c -+/- 1 degree c. The finishing incubation temperature was within range 37 degrees. The finishing incubation time for the run was 59 minutes and 52 seconds. The MFR's package insert requires an incubation time of 60 minutes +/-5 minutes-. The instrument started the incubation when the incubator temperature was out of range low. There is no indication when the instrment reached the proper temperature or if it was within range for the minimum required time 55 minutes. Conclusion: 1. The run was not processed according to the MFR's package insert. 2. The instrument software did nto detect the incubation deviation from the package insert. 3. The instrument software reported the run as valid when there was evidence of a technical failure. 4. The software reported invalid test results as valid. Population impacted: pts and blood donor screening.